Event description:
Nellcor puritan bennett received a unit on 02/7/2006 with no complaint reference information. The customer was contacted on 2/9/2006 and reported that the unit did not provide an audio tone following the speaker upgrade (z-0664-05) there was no patient harm reported.